Event description:
It was reported the nurse was withdrawing blood from the central line and the brown luer hub separated from the catheter. No patient harm was reported. The patient had to have a PICC line inserted. The patient's condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the nurse was withdrawing blood from the central line and the brown luer hub separated from the catheter. No patient harm was reported. The patient had to have a PICC line inserted. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one image of the luer hub for analysis. The image shows the separation of the luer hub. The customer also returned one distal luer hub for analysis. The remainder of the catheter was not returned for analysis. No definite signs of use were observed on the luer hub. Visual analysis revealed that the separation of the extension line occurred directly adjacent to the luer hub. The separation point appeared uneven and jagged. Remnants of the extension line were still molded and visible within the luer hub. Visual inspection of the remainder of the extension line could not be performed as it was not returned for evaluation. The inner diameter of the distal extension line within the luer hub measured 1.4224mm, which is within the specification limits of 1.42mm - 1.50mm per the proximal extension line extrusion graphic. Dimensional inspection of the remainder of the extension line could not be performed as it was not returned for evaluation. Functional inspection of the catheter could not be performed as the entire catheter was not returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer and several findings were identified. One of the findings is consistent with the failure mode reported by the customer and the returned separated luer hub. The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal luer hub separated from the extension line. Based on the customer report, returned sample, and manufacturing process review, manufacturing likely caused or contributed to this event. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for complaints of this nature.